Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 based on the results of the investigation, olympus confirmed foreign material in the device. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had nex powder (hemostatic powder) stuck in the channel. There were no reports of patient harm.